Manufacturer narrative:
The insulin pump had no button response on the up arrow button due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube window and a cracked reservoir tube lip.

Event description:
The customer reported a keypad anomaly. The numbers kept scrolling. The blood glucose reading was 180 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.